Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for an atrial driven arrythmia. Technical services (ts) reviewed the episodes, stating that the patient exhibited no symptoms and the episodes electrograms (egms) appeared similar to the presenting egms. Ts recommended to view the latitude consult website and noted the health care professional will contact cardiology to discuss further. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.